Manufacturer narrative:
(B)(4) addresses soltive premium superpulsed laser system (model number tfl-pls, serial number (B)(4) and (B)(4) addresses 200 micron tfl ball tip single use fiber (model number tfl-fbx200bs, lot number unknown). To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of a customer, a technician backed into the tfl-pls laser where the 200 micron fiber connected to it during a therapeutic case. This caused a spark and small fire. The fire was immediately put out. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplement to provide additional information from an olympus representative, refer to b5 and d9.

Event description:
Additional information was provided regarding this event. The intended procedure was a laser lithotripsy. The olympus representative was unaware if the procedure was completed. According to the representative, the laser system was shipped b ack to olympus using the shipping label/box from the loaner. The customer did not keep the fiber.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the fire started as a result of the technician backing into the console during a case while it was firing. The root cause of this event was unable to be identified. The following is included in the instructions for use: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.